Event description:
It was reported post op an adjustable gastric band placement, the surgeon thought the band slipped and brought the patient back for a revision surgery. During the procedure, they found the band had not slipped, but the strain relief had migrated down the tubing and encapsulated in the tissue near the band. It was removed. The band was replaced and the patient is fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.